Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. If action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 21mm aortic valve implanted eight (8) years, six (6) months, is being considered for valve-in-valve procedure due to ef. No additional information was known at this time.

Event description:
Edwards received information a patient with a 21mm aortic valve implanted eight (8) years, six (6) months, underwent valve-in-valve procedure due to stenosis. A 23mm transcatheter valve was implanted inside the 21mm valve.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, d4, f10, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease likely impacted the event.

Event description:
Edwards received information a patient with a 21mm 3300tfx aortic valve implanted eight (8) years, six (6) months, underwent valve-in-valve procedure due to severe symptomatic aortic stenosis. Patient presented with heart failure. A 23mm 9750tfx was implanted inside the 21mm valve. The patient left the cardiac catheterization suite in stable condition. Patient was discharged home in stable condition on post-operative day one (1).

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b1, b2, b5, b7, e1 (initial reporter name, phone number), h6 (method code) h11: corrected data: corrected sections h1, h6 (results code)